Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the dilator tip was malformed/ fraying. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The faradrive has been received by boston scientific and is awaiting analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed a deep gouge in the end of the dilator and the tip was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to quality control deficiency. Investigators were able to determine that an inspection was missed during manufacturing. Further investigation into the quality control of dilator is currently being conducted.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the dilator tip was malformed/ fraying. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The faradrive has been received by boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed a deep gouge in the end of the dilator and the tip was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to extra adhesive inside the shaft of the sheath interfering with the dilator during insertion.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the dilator tip was malformed/ fraying. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The faradrive has been received by boston scientific and is awaiting analysis.